Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
It was reported to medtronic on (B)(6) 2016 that the customer stated that there was an exposed wire on the unit. Upon triage it was confirmed that the exterior sheathing was cut and there are exposed copper wires.

Manufacturer narrative:
Submit date: 03/01/2016 a review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; an exposed (copper) wire on the unit. Therefore, this report will be based on information provided by the technical center. The scd express was triaged and the customer reported issue was confirmed; the exterior sheathing on the power cord was cut and there are exposed copper wires. The cause of the reported condition for the damaged power cord was due to customer misuse. The power cord was replaced to correct the reported issue. Scd express was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.